Manufacturer narrative:
The investigation is ongoing.

Event description:
A 23mm sapien 3 ultra valve was implanted in the artic position using transfemoral approach. On the day of the procedure the mean gradient (mg) was 7mmhg. On post operative day (pod) 1, the mg was 42mmhg and on (pod) 2, the mg was 29mmhg. Tee was performed and presence of leaflet thrombosis could not be determined. The patient remained hospitalized and the physician was looking for proctor review.

Manufacturer narrative:
Additional information was received. Proctor review of the tee showed the thv leaflets appear mobile with normal leaflet motion, there is no visual evidence of thrombosis of the s3 ultra valve, and there is evidence of flow acceleration occurring just proximal to the valve inflow. Some 2d images are suggestive of narrowing in the subaortic region. Review of the CT and tee did not show any evidence of leaflet thickening or thrombosis. A severe septal bulge and a hyperkinetic lv was observed, which is possibly a subaortic gradient. The investigation is ongoing.

Manufacturer narrative:
Additional information was received. Per the physician, the plan is to follow the patient in 30 days to see if symptoms improve. Based on feedback from proctors, the physician is confident that there is no leaflet thrombus. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9 to 1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. There was no allegation or indication a device malfunction contributed to this adverse event. The cause exact cause for the increased gradient could not be determined. However, it is possible that it was related to patient factors. As per the imaging review, some images were suggestive of narrowing in the subaortic region. A severe septal bulge and a hyperkinetic lv was observed, which is possibly a subaortic gradient. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.